Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that during the implant of their implantable cardioverter defibrillator (ICD) system their lungs were 'nicked'. Three weeks post implant the patient occasionally feels discomfort and a shooting pain from the implant site up to their neck. The ICD, right ventricular (rv) lead, and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.